Manufacturer narrative:
S/n (B)(4), lot 80277, ship out on 12/07/2013. Check the inventory in warehouse and from customer side, no stock found . Check DHR of this lot production, no this nonconformity record . This event is single case, the brake was gave out during transferring. As specified: in user manual: wheel locks - engage both wheel locks before get in or out of chair, leaning forward in chair, or while in an elevator or wheelchair lift. Proper adjustment of wheel lock is at least 1/8'' when locked. Locksmith are engaged by pushing handle completely forward. Adjustment to locks are made by loosening or tightening nut on the carriage bolt. Embed lock shoe at least 1/8'' by sliding clamp toward rear wheel while handle is engaged in locked position . Tighten nut and bolt to secure in position . Test for correct locking action before actual use . Advice end user read the user manual before using the device, avoid unnecessary event happening. Device not return.

Event description:
We received notice from drive regarding an incident involving a mechanical wheelchair, a product manufactured by us. While the enduser was transferring from a recliner into the wheelchair, the wheel lock allegedly gave out causing her to fall and tear her rotator cuff. This report is based on information provided by the importer drive.